Event description:
It was reported that the clinician questioned why the wavelet did not match up. It was also noted that there was noise on the far-field channel of the transmission. No changes have been made and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).